Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 05/10/2024, that on 05/05/2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On 05/05/2024 it was reported that the patient experienced a skin reaction which occurred two days after the sensor had been inserted in the arm. The patient developed inflammation, blisters, drainage extending beyond the patch perimeter. Prior to sensor insertion the area was prepped with alcohol. On 05/06/2024, the patient consulted a physician who prescribed a topical and oral antibiotic medication (bactroban 2% ointment and amoxicillin 875/125 mg tablets, twice per day). The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.